Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber began forward firing after six minutes and 40189 joules expended. The fiber was replaced, and the procedure was completed without patient complications. The gland volume of the patient was 80 g.